Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that catheterization was the standard of care (before going to bed). They a lso noted ¿settings <(>&<)> time (4.9)¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported they were set at p4 @ 3.0v after surgery but patient is not getting result from therapy so they change the setting to p1 @ 2.1v and patient is not getting relief and have to catheter. Caller states they are not sure if they should change to a different program or what they should do. Caller asked is patient suppose to feel the stimulation all the time. During the call, it was determined that stimulation was on and patient had the ability to change programs and adjust stimulation and patient said they will go back to p4 and adjust stim and monitor symptoms